Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Evaluation is pending note: manufacturer contacted customer in a follow-up call on 28-apr-2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer reported complaint the 32g pen needles did not align with compliable pen needle injector. The package had not been open or damaged when received by the customer. The customer has been using the product for 1 week. Customer stated she purchased 2 boxes of the same lot number (4h613) at the pharmacy the same day; customer stated she had not opened the second box. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 10-jul-2025: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned, unable to be shipped to manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.